Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/19/2018. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was the patient re-operated on? No. If so, did the patient exhibit any symptoms that prompted re-operation? No. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How much blood was lost (ml)? Unknown, higher bleeding than commonly observed in patients. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Longer time of stay post surgery. What were the indications for surgery? The surgery was not assisted due to wide experience of the surgeon (more than 10 years with j&j). At what point during the procedure was the bleeding noticed? The bleeding issue was not during the surgery but post surgery when the surgeon detected the intestinal bleeding. Was buttressing material used? No. Was the bleeding intraluminal or intra-abdominal? Intraluminal. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Did the patient require any other post-operative treatment other than longer hospital stay? No. What is the current patient status? The patient is stable and not hospitalized.

Event description:
It was reported that the doctor indicates that when he was performing the whole-anastomosis there was bleeding and that it is not the first time this "happens", that he is extremely worried because two patients previously had problems of bleeding difficult to manage post surgery ((B)(6)), this time he sutured the bleeding line, but says he began to doubt our white charges in this procedure.